Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the surgeon monitor cable was replaced to resolve the reported issue. The suspect cable was returned to the manufacturer for evaluation. Testing found an open on one pin of the hd26 connector within the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor on the navigation system had a grainy resolution and was displaying a "stripe". When the cable for the monitor was manipulated by the user, the display would change. There was no patient present when this issue was identified. No additional information was provided.